Manufacturer narrative:
Device #1: part #12673-03, lot #80025-6h is being filed under medwatch MFR number 2953144-2009-01393. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: device #2 posterior cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right and left common femoral arteries after an interventional procedure. Reportedly, a posterior cuff miss occurred with both devices and hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional info was provided.